Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the system was being used for the treatment of a dynamic myelogram. The procedure was completed after restarting the system, resulting in a delay of approximately 20 minutes. A review of the log files indicated that the table longitudinal position slip was most likely caused by the table longitudinal potentiometer. The philips fse inspected the system on site and confirmed that the table was stuck in the tilt position. During troubleshooting, the fse found that the primary issue appeared to be related to the longitudinal potentiometer, although all three potentiometers were showing errors at the time of the fault. The fse replaced the height, tilt, and longitudinal potentiometers and returned the defective parts for analysis. However, the supplier's part analysis could not conclusively determine the cause of the failure. Despite this, replacing the potentiometers resolved the issue and restored full system functionality. After the replacements, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; therefore, the complaint was reported. Since then, new information has been received, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario in which the procedure can be completed on the same system after a restart with minimal delay is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcome. The failure of the potentiometer assy can be attributed to the issues resolved in philips correction (2024-igt-bst-024).

Event description:
It was reported to philips that the system gave an alert indicating the geometry was partly available, preventing geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.